Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise, intermittent loss of capture, and out of range impedance (greater than 3000 ohms) were reported on the lv channel. Noise was reproducible in office on multiple polarities. Lead to be monitored and remains implanted. Should additional information be received, this file will be updated.